Event description:
It was reported that, "during a surgical procedure, the pt went into svt. When they attempted to connect the defib pad to the zoll defibrillator the plug on the pad did not match the receptacle on the machine. A 2nd zoll defibrillator with the same results. The pt spontaneously converted to normal sinus rhythm."

Manufacturer narrative:
Conmed sent a representative to the hosp to obtain info on the reported event. The hosp buys the defib pads from distributor. The defib pad that they attempted to use with the zoll defibrillator was in 2603m which is made to be compatible to a medtronic defibrillator, not a zoll machine. There is a 2603z that is zoll compatible. We do not know if they ordered the wrong defib pad or were shipped the wrong defib pad by distributor. There was nothing wrong with the design or MFR of the product. Our sales rep has given them the info that they need to recognize the correct product. We consider this investigation complete and the complaint closed.